Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer stated when saw the difference between sensor glucose value vs blood glucose valve. The customer experienced hyperglycemia. The blood glucose value of 527 mg/dl at the time of the event. The current blood glucose value was 565mg/dl. The customer reported no symptoms related to the high blood glucose event. Troubleshooting was performed. The insulin pump system was used within 48 hours of the reported high blood glucose event. The auto mode/smart guard feature was active not at the time of the high blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue using the device and will not be returned for analysis. Updated summary: information received by medtronic indicated that the customer stated when they saw the difference between the sensor glucose value vs. The blood glucose value. The customer experienced hyperglycemia and was treated with an insulin pump. The blood glucose value was 527 mg/dl at the time of the event. The current blood glucose value was 565mg/dl. The customer reported no symptoms related to the high blood glucose event. Troubleshooting was performed. Blood glucose value was 380 mg/dl, and sensor glucose value was 90 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. The insulin pump system was used within 48 hours of the reported high blood glucose event. The auto mode/smart guard feature was not active at the time of the high blood glucose event. No further patient complications were reported. It is unknown whether the customer will continue using the device, and it will not be returned for analysis.